Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) occurred on an unspecified day after sensor insertion (location not specified). On (B)(6)2024, the patient stated that her cgm device was providing inaccurate values. An example she provided was the cgm reading 50 mg/dl when the bg meter was reading 110 mg/dl. Another example was the cgm was reading around 300 mg/dl when she was not (no specific bg meter reading was reported). The patient was also wearing an omnipod insulin pump. On the evening of the event, the patient stated she had diarrhea and the flu. She was also nauseous and lacked energy. No cgm or bg meter values were reported at this time. The patient called a friend to take her to the emergency room. At the emergency room, the patient¿s bg meter reading was 380 mg/dl. No cgm comparison value was reported at this time. The patient¿s sensor and insulin pump were removed. It was mentioned that her pump was ¿defective¿ and could ¿no longer administer insulin properly¿. She was diagnosed with diabetic ketoacidosis (dka) and admitted to the intensive care unit. The patient was treated with an intravenous insulin drip and was discharged home on (B)(6)2024. The patient was ¿stable and fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.